Event description:
Adverse event(s): "no patient injury reported" (no consequences or impact to patient). Product problem(s): "unable to change bottle height" (device operates differently than expected). A nurse reported the bottle height was unable to be adjusted with the remote or the buttons on the front panel. This started off as an intermittent issue and now it is not working at all. The IV pole will move when the system is powered on or off and when programmed to change in the memory. Additional information was received. The nurse stated this event occurred during the last case of the day. A manual IV pole was used to complete the case. There was no impact to the patient and the case was not delayed.

Manufacturer narrative:
A company service representative examined the system. The touchscreen was replaced. The system was then tested and met all product specifications. (B)(4).